Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. On november 19 2024 intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was released from tissue by the instrument grip release